Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for eleven (11) cages or plates - unknown lot; unknown part. UDI number is unknown. Implant date: unknown. Explant date: there is no indication that the device was removed. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: yu wang et. Al (2017) anterior discectomy could still be an alternative to corpectomy in highly migrated cervical disc herniation, british journal of neurosurgery, volume 31:6, pages 709-713, china. The aim of this article is to analyze the feasibility of anterior cervical discectomy and fusion (acdf) for patients with highly migrated cervical disc (hmcd) herniation. For cases where acdf is not feasible, anterior cervical corpectomy and fusion (accf) was performed. A total of 32 patients (18 male and 14 female, ranged from 42-80 years with a median age of 61.7 years) with hmcd treated with acdf or accf were retrospectively reviewed between january 2009 and november 2015. Twenty-seven (27) were treated with acdf and 5 were treated with accf. Eleven (11) patients had transient or long-term dysphagia post-operatively (acdf group). No malfunction was reported. This complaint involves three (3) devices. This is report 2 of 3 for (B)(4). This report is for an unknown cage or plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) wang et al., 2017 (1).pdf].